Manufacturer narrative:
Exemption e2015054. (B)(4). The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the undesired damage or breakage of materials used in device construction. No patient information was confirmed.